Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of manufacturing records cannot be performed without product identification. Radiographs were provided and reviewed from an radiologist: ap view of the right knee with small additional thumbnail lateral and patellar views. A medial unicompartmental arthroplasty is present. The femoral implant appears obliquely displaced medially and appears to be loose. There is no dislocation or fracture. Abnormal alignment and femoral implant loosening of the medial unicompartmental arthroplasty. The origin of the loosening appears to be the femoral implant but there are no earlier exams for comparison. The bone quality is very osteopenic on this image but even if this was present at the time of surgery it would not necessarily preclude a partial knee replacement. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : part and lot number unknown.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a second revision due to for loosening of the implant. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oxford femoral; item# unknown; lot# unknown. Unknown oxford tibial; item# unknown; lot# unknown. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.  Multiple MDR reports were filed for this event, please see the associated reports: 3002806535-2023-00070 3002806535-2023-00074 part and lot number unknown.